Manufacturer narrative:
Evaluation summary: the customer's reported condition of fail code 500 was confirmed. Inspection of the device revealed the lockout switch was being held in the depressed position for more than 50 seconds. This issue is currently being investigated.

Event description:
The facility reported a fail code 500. Information was not provided regarding whether or not the failure occurred during an infusion. Although baxter attempted to obtain information, details were not available regarding additional contact information. The hospital representative did not have information. The hospital rep did not have info regarding whether there have been any reports of any patient incident involving this pump since the last baxter service event.